Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing noise. The noise was able to be reproduced when manipulating the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode in the pocket on all three vectors. It was noted that alternate and primary sensing vectors were more affected by the noise than primary. X-ray images were taken and a fracture was observed. Subsequently a revision procedure was performed where the electrode was explanted and replaced. Boston scientific technical services (ts) was consulted to review data. Upon review, ts noted the noise appeared to be consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and stated that the typical recommendation would be to have the complete system replaced. Ts suggested further troubleshooting with the existing device and newly implanted electrode. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing noise. The noise was able to be reproduced when manipulating the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode in the pocket on all three vectors. It was noted that alternate and primary sensing vectors were more affected by the noise than primary. X-ray images were taken and a fracture was observed. Subsequently a revision procedure was performed where the electrode was explanted and replaced. Boston scientific technical services (ts) was consulted to review data. Upon review, ts noted the noise appeared to be consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and stated that the typical recommendation would be to have the complete system replaced. Ts suggested further troubleshooting with the existing device and newly implanted electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed a bubble with a benign crack in the polycin vorite notch area next to the proximal sensing electrode. The crack did not extend into insulation. An x-ray was performed and no issues were noted. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.